Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l54j0m. Additional information requested and received: how did the device not close completely? The distal segment of the jaws could not close tightly. It was reported that the shape of the not-entirely-closed jaws was like scissors, with the distal part a little open. Was the anvil or jaw of the device bent or damaged? It was reported no. Was the cartridge not loaded correctly? There was the possibility that the cartridge was not loaded correctly. But it was reported no. The sales did not observe the surgery at the o.r. Can you please clarify how it is the device was removed from the patient after the firing? The surgeon finished firing and tried to open the jaws by compressing the release button but the jaws could not open. As the jaws could not close completely, the surgeon remove the device from the tissue with the help of the not-entirely-closed jaws and the help of laparoscopic devices. Did the jaws eventually open? It was reported no. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the jaws of the device could not close completely; the surgeon still used the product to complete the procedure. However, after firing, the jaws could not be opened. The surgeon was able to remove the device from the patient as the jaws could not be closed at the beginning. Another product was used to complete the procedure. The patient is in stable condition. There were no adverse consequences for the patient reported.